Manufacturer narrative:
The device was returned and evaluated. Evaluation found that there were foreign objects in the nozzle. Additional findings include; due to a pinhole on the bending section cover and channel tube, water tightness was lost. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive around light guide lens was peeled. Plastic distal end cover had a scratch and burn. Connecting tube had a scratch. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was observed that during the device evaluation that there was foreign objects in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.